Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of (B)(4). The service department of (B)(4) checked the subject device and surmised that reported phenomenon might have occurred due to an insufficient or incorrect reprocessing by user. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of the service department of (B)(4) and the former similar cases, omsc surmised there was the possibility this phenomenon was attributed to the user reprocessing which deviated from the recommended way and instruction for use (IFU) by olympus corporation. Cited from IFU(reprocessing manual):3.5 manual cleaning brushing around the forceps elevator and instrument channel outlet7. While holding the distal end, insert the soft brush or the channel-opening cleaning brush (mh-507) or single use channel-opening cleaning brush (maj-1339) into the interior of the forceps elevator. Turn the inserted brush once, then pull it out. 8. Brush both sides of the forceps elevator using the soft brush or the channel-opening cleaning brush (mh-507) or single use channel-opening cleaning brush (maj-1339) note:using the single use soft brush (maj-1888, sold separately)simplifies the cleaning procedure around the forceps elevator if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at the service department of olympus (B)(4), it was found the foreign material remaining on the distal end of the subject device where included channels and nozzle. There was no report of patient injury associated with the event.